Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for out of range impedance. The lead exhibited a high out of range pacing lead impedance. The lead exhibited normal and stable capture, sensing, and pacing lead impedance in clinic. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.